Event description:
Six days post implant of the stent within the right internal cartoid artery, the stent thrombosed. The report received from the field indicated that, during attempts to withdraw the sds from the vessel, some resistance was experienced. The guiding catheter was advanced and the sds was removed without pt injury or complications. Reportedly, six days post implant of the stent within the right internal carotid artery, the stent thrombosed. The pt received reopro and heparin and the patency of the vessel was restored. The pt is currently in rehab with speech and memory deficits.